Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. It was reported that this occurred with 2 or 3 cartridges from the same box. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.